Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was analyzed but no issue was identified that required full analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer with information indicating the patient is deceased. No additional information was available. Further review of the manufacturer¿s database indicated the patient died approximately two months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned with no additional information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).